Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and was received in a condition that is consistent with a lens that has been explanted from the patient eye. The returned lens was observed with one haptic broken with loose particles on the lens optic body, compatible with handling the lens out of the sterile environment. During sample evaluation, the lens was observed clear as expected from the acrylic material used for tecnis 1 multifocal intraocular lens. The reported complaint could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. Cosmetic inspections of the lenses and optical measurements were reviewed. The results show cosmetic and all dimensions are within specification. Based on the investigations results, no product deficiency was identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted, from the patient''s right eye, in a secondary procedure due to blurred vision and halos. An incision enlargement was performed. No further information was provided.